Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) received multiple inappropriate shocks and anti-tachycardia pacing (atp) for a supraventricular tachycardia (svt) arrhythmia over the course of three episodes. It was noted that the device changed a programmed setting unexpectedly. Sales representative consulted technical services (ts) who provided device programming recommendations. No additional adverse patient effects were reported. Currently, the device remains in service.